Manufacturer narrative:
Device investigation was not able to be performed as device was discarded. Internal complaint number: complaint (B)(4).

Event description:
Pump and catheter were removed by the physician and replaced with a medtronic pump and catheter. Devices were discarded.

Manufacturer narrative:
Pending additional follow up on date of catheter replacement. A supplemental MDR will be submitted if/when revision occurs. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the device remains implanted at this time, additional investigation can not be performed. Per the instructions for use of the intrathecal catheter, catheter kinking is a known possible risk of use of the device. (B)(4).

Event description:
During follow-up for an alleged volume discrepancy, underinfusion, captured against the pump, the representative reported that the physician believes the discrepancies are being caused by intermittent kinking of the catheter. Representative reported a catheter replacement will be scheduled.